Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the pt connector. Pt was in treatment. Pt was treated for peritonitis. Rn was unsure of the origin of the peritonitis. Sample is not available.

Manufacturer narrative:
Medical records have been received and are being reviewed. The plant investigation is ongoing. A supplemental report will be submitted at the conclusion of the investigations.